Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00464. It was reported that the patient¿s system is no longer helping. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient had their entire scs system explanted.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2019-00464.